Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics and battery compartment. Unable to verify the failed battery test alarm, occlusion or displacement tests due to the blank display.

Event description:
The customer reported a failed battery test during normal use. The customer stated that she was in the hospital and the insulin pump was exposed to high magnetic fields. The hospitalization was not insulin pump related. Advised that the insulin pump would be replaced. Nothing further was reported.